Event description:
The disposable loading unit was used with an auto suture powered multifire endo gia 60 disposable stapler during a laparoscopic bullectomy procedure. Reportedly, the knife blade disengaged. The surgeon used another cartridge to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed; however, the exact cause could not be reliably determined as the entire instrument was not returned for evaluation.